Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05april2019. Customer evaluated unit and confirmed the reported issue. Customer charged unit's battery which resolved the reported issue. Unit was tested and passed. Unit ready for service.

Event description:
Customer contacted technical support (ts) stating that unit will not power on. The customer reported there was no patient involvement. Event date not specified, estimate used.